Manufacturer narrative:
The array catheter was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unknown. One study disk was returned for evaluation. Detailed investigation of the study and the logs found the ensite system performed as expected. The ensite velocity system did not contribute to the reported event. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report 2030404-2011-00089. It was reported a stroke occurred 5 days after a cardiac ablation procedure for right atrial flutter which was performed using an array catheter and a therapy cool path ablation catheter. The ablation procedure was unsuccessful in changing the presenting arrhythmia and the patient was cardioverted after all devices were removed. Immediately following the procedure the patient was in sinus rhythm. Follow up information revealed the patient has left sided weakness and difficulty speaking as a result of the reported stroke. A neurologist diagnosed an acute cva following onset of symptoms on (B)(6) 2011 and a CT scan which was performed the same day. The patient was on coumadin preprocedure but it was stopped before the ablation and never restarted after the procedure.